Event description:
A peritoneal dialysis pt's husband stated that following treatment on the previous day, he noticed the inside of the cycler was all wet. There is no report of pt ill effect. There is no sample available for eval.